Event description:
Customer obtained results of 500 mg/dl and 204 mg/dl on (B)(6) 2007, and 466 mg/dl and 140 mg/dl on (B)(6) 2007. On both occasions, test results were obtained within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.